Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was received in good condition, with the exception of a cracked tank cover that was leaking. The unit was fitted with a temp-check and powered on. The unit produced the alarms as intended. The customer reported product problem was not replicated during testing. The cracked tank cover, and faulty line cord were replaced. The plate clip, and o-ring were also replaced as a preventative measure. The problem source of the reported product problem was not established. A root cause was not determined.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had no audible alarm during scheduled maintenance. The reporter confirmed the green operating light illuminated on the panel when powered on. No patient was involved. There were no adverse effects.